Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch, history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with chest pain. Initial ECG and cardiac enzymes were negative and the pt was admitted for observation with plans for stress testing the following day. Subsequently, the pt's troponin was elevated and he was admitted for cardiac catheterization. Target lesion 1 was identified in the svg to 3rd diagonal (diag3) with 70% stenosis, 50 mm long, and a 3.0mm diameter. Target lesion 1 was treated with direct placement of two overlapping 3.0 x 32 mm taxus express2 stents. Residual stenosis was 0%. Target lesion 2 was identified in the native diag3, at the insertion point of the svg, with 90% stenosis, 6 mm length and a 2.5 mm diameter. Target lesion 2 was treated with pre-dilation, then placement of another mfrs 2.0 x 23 stent and a minimally overlapping 2.5 x 8 mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. The pt returned 6 days later for a staged procedure. Target lesion 1 was identified in the svg to the rca with 70%, 12 mm length and 3.5 mm width. Target lesion 1 was treated with direct placement of a 3.5 x 16 mm taxus express2 stent. Subsequently, the pt developed mild chest pain and had mild st segment elevation, which all abated at the completion of the procedure. It was noted that the embolic protection device was found to have a moderate amount of atherosclerotic debris retrieved. Residual stenosis was 0%. In 04/2006, the pt was admitted due to chest pain that was not relieved by nitroglycerin. It was noted that the pt had had little improvement in his anginal symptoms since his CABG redo in 03/2006. The pt's "enzymes" were noted to be "marginally elevated at 0.04 and 0.06". One day later, a "poor quality" stress test revealed partially reversible defects involving the mid inferior wall, apex, and inferior apical wall. There was mild left ventricular enlargement with lvef 43% and severe inferior apical wall hypokinesis. At 526 days post arrive2 enrollment, the pt underwent pci of the radial artery graft to the rca and the native lad. The ostium of the radial artery graft to the "rca" was treated with direct placement of another mfrs 3.5 x 13 mm stent, which resulted in 10% residual stenosis following post-dilation. The distal lad was treated with direct placement of a 2.5 x 13 mm taxus stent and angioplasty just distal to the newly placed stent, which resulted in 0% residual stenosis. The pt was discharged one day later on aspirin and plavix. In the opinion of the physician, there is no relationship between the taxus stent and the tvr. In 2008, the clinical events committee determined a possible device relationship in the rca territory.